Event description:
It was reported that during operation, a lot of noise on both channels. They did an electrode check, channel 2 would have a green check mark, and then go back to spinning. There was no patient impact in this event.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cm01, serial/lot #: (B)(6) ubd, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis found that there were worn fuse decal, a cracked lid and an impedance failure due to afe pcba electrode pins. Previous codes b17, c20 and d16 are no longer applicable. Section e: initial reporter name has been updated. B5: additional information has been updated. Additional information received shows that there is no information to reasonably suggest that the device(product ID: nim4cm01, serial/lot #: (B)(6)) in this report may have caused or contributed to a death or serious injury or that the device(product ID: nim4cm01, serial/lot #: (B)(6)) in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the console is working fine.